Event description:
It was reported that during the case the wand made contact with the scope and stopped working an error messaged was displayed on the screen "wand is shorted". No patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer's complaint could not be verified, nor could a root cause be determined with confidence.